Manufacturer narrative:
The account installed the new pendant extension cable to repair the bed.

Event description:
The account stated the pendant extension cable on this unit is not functioning. He bypassed the cable and plugged the pendant directly into the same port and verified the bed's functions were normal.